Event description:
During a coronary drug eluting stenting treatment procedure, the taxus express2 stent became stuck in the pre dilated 70% stenotic lesion in the left anterior descending artery. The stent/delivery device would not advance across the lesion and the stent could not be deployed. All equipment was withdrawn from the patient. No patient injuries or complications were reported.